Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. The arm was upgraded. This complaint is being reported due to the psm failing the slow sweep test during failure analysis investigation.

Event description:
It was reported during a da vinci hysterectomy surgical procedure, that a patient side manipulator arm turned yellow during the homing process. Upon review of the system logs, error messages were observed by the intuitive surgical technical field specialist. After restarting the system, it was able to home successfully and the surgical procedure was finished to completion with no patient harm, adverse outcome or injury. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during in-house testing, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced.